Manufacturer narrative:
The plate, pn 333-1607, was implanted on (B)(6) 2013 and explanted on (B)(6) 2013. Based on the x-ray received, per the engineer, it appears that a 2.0 mm plate should have been used instead of a 1.6 mm plate. Usually, either 2.4 mm or 2.0 mm plates are used in the metacarpals. Additional details and the explanted plate are expected shortly. This information is needed for a more through investigation. This report will be updated when additional information is received and the plate is returned as expected. It is noted in the IFU for hand plating system that the system is recommended for use in patients with sufficient bone quality to sustain effectiveness and benefits of rigid fixation.

Event description:
Pn 333-1607, 1.6 mm, 4 x 8 holes "t" plate was implanted in a (B)(6) pt on (B)(6) 2013 and explanted on (B)(6) 2013. Initial notification was received at osteomed on (B)(6) 2013 regarding the complaint indicating that the plate had been explanted on (B)(6) 2013. It was not noted when or how it was discovered that the plate had broken. The pt had a metacarpal fracture at the base which was an oblique unstable fracture. The doctor used a 1.6mm t plate because of the size of the pt. The doctor did not use a 2.0 mm plate because, he thought the bone was too small. The plate fractured at some point after the surgery right were the fracture was. Pt denied falling.